Manufacturer narrative:
Section b3: date of event has been estimated. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log file showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on a lower anticoagulation goal of 1.5 to 2 due to a history of gastrointestinal bleeding (gib) that started post-implantation in 2018. It has since resolved, and the patient would receive monthly octreotide injections and their hemoglobin and hematocrit levels would be monitored. This information was previously reported under MFR# 2916596-2025-04888.